Manufacturer narrative:
(B)(4). Batch # t5au60. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, some staples did not form b-shape. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 56 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was tested for functionality in the three staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.